Event description:
It was reported that prior to the implant procedure, when the stylet was removed from the lead, the lead was noted to be bent. When the stylet was inserted into the lead, the lead's ring electrode bent slightly. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the distal 10 cm of the lead with the stylet inserted was bent/curved. The lead became straight when the stylet was removed.